Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), the dilator was unable to flush. Various stopcocks were tested, and attempts were made to pass a wire through the catheter from both ends. The wire encountered obstruction immediately after insertion into the two-way valve. Flush continued to exit the valve, closure prevented syringe depression, despite multiple syringe trials. The sgc was replaced with another device to complete the procedure. A mitraclip xtw was placed in anterior and posterior leaflet 2. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.